Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The drive support was inspected and was found slightly loose. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Event description:
It is reported that a customer was hospitalized at (B)(6) 2014 around 1:30 pm for a low blood glucose level of 20 mg/dl. The customer's sister stated that the patient was trying to pull over to test himself for low blood glucose and got into a car accident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.